Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of a device. The visual inspection of the returned product noted three partial sutures and three needles. The retainers were inspected with no abnormalities. Each needle was observed to be attached to a partial suture. It appeared that the suture was broken under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to use, three sutures had the issue that the thread was broken into pieces from the first. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. The status of the patient: no problem.